Manufacturer narrative:
The scs system was not explanted. Based on the report, the issue was resolved and it does not appear that the incident is device related. The patient is reported to have good pain relief.

Event description:
It was reported to nevro that a patient in (B)(6), experienced more intraoperatively bleeding than usual during implant surgery. The patient was hospitalized when it was reported that her wound was opened and started to bleed. She was being monitored for low level infection and clotting factors. On (B)(6), the ipg wound was opened in the operating room and only small bleeders were observed. The wound was cauterized and closed. The wound is now healing and there are no further issues. The patient is doing well.